Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon attempted to implant a 13.2mm vicm5_13.2 implantable collamer lens, -9.5 diopter, into the patient's right eye (od) on (B)(6) 2017. The lens tore prior to injection into the eye. Reporter stated that there was resistance when pulling the lens into the tip of the cartridge. Suggested the possibility that there may not have been enough bss to activate the coating of the cartridge or that there was not enough viscoelastic used, creating "dry spots." The lens tore due to too much force applied while pulling. An alternate lens was implanted and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a vial. Visual inspection of the returned product found one haptic torn off and missing. There was evidence of debris on the lens. Claim # (B)(4).